Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm observed during testing. Cracks to the case, reservoir tube lip, battery tube threads and a scratched lcd window noted.

Event description:
Customer reported that his insulin pump was alarming button error and he was unable to clear it. Customer stated that the insulin pump buttons were not responding and it started to alarm while he was sleeping. Advised customer to discontinue use of the insulin pump and it will be replaced. Nothing further was reported.